Event description:
The valve body for the water supply bottle valve assembly cracked and dripped water. No one was hurt by the leak. The field service representative determined a defective valve body was the source of the leak and replaced the valve body. He verified analyzer operation was within specification and observed it run.

Event description:
A customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 137 mg/dl and 488 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Investigation of the issue found that the chemical composition of syswash stresses the valves. Preventative maintenance, every six months, which includes valve exchange is recommended.